Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 415mg/dl. The customer states they had incident of 40mg/dl. The customer declined to troubleshoot the device and was requesting replacement pump. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, test and all operating current measurement were normal. The insulin pump was received with cracked reservoir tube lip.